Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside the normal operating range on (B)(6) 2017. 10 high watt alarms were logged since (B)(6) 2017 and 6 low flow alarms were logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. Of note, it was reported that thrombolytic therapy was successfully performed (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented on (B)(6) 2017 with hemolytic urine output, elevated lactate dehydrogenase (ldh), and increasing left ventricular assist device (lvad) power. The clinical team suspected pump thrombosis. Thrombolytic therapy was successfully performed on the following day. Ldh began to decrease and lvad power returned to normal range. The patient developed intracerebral bleeding on (B)(6) 2017 requiring neurosurgical removal of the hematoma. Anticoagulation was held. The patient was transferred to neurologic rehabilitation center, on (B)(6) 2017. The patient was subtherapeutic on anticoagulation. Lvad power started to increase on (B)(6) 2017. Despite anticoagulation therapy, the lvad power continued to rise. Echocardiogram of heart revealed improved left ventricular (lv) function; therefore, the decision was made to explant the lvad on (B)(6) 2017. It was last reported that the patient has residual neurological deficit. No further information has been provided.